Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported missing high and low alarm. The reported issue was investigated and attempted to be replicated using similar configurations of google pixel 6 with android 14 for app version 2.10.1.10406 and iphone 12 with ios 17.1.2 for app version 2.10.2.7677. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle libre 2 app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. If unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via email which reported an alarm issue adc device. A customer reported that the adc device failed to alarm when their blood glucose levels were either low or high. It was further reported that the customer was "very close to losing consciousness" but there was no indication that the they lost consciousness. The customer experienced a medical event and required third party medical treatment however, treatment details were not provided. No further information has been obtained. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care (adc) received a complaint via email which reported an alarm issue adc device in use with unknown device, os unknown, app version unknown. A customer reported that the adc device failed to alarm when their blood glucose levels were either low or high. It was further reported that the customer was "very close to losing consciousness" but there was no indication that the they lost consciousness. The customer experienced a medical event and required third party medical treatment however, treatment details were not provided. No further information has been obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with product nonconformance. There was no indication that the sensor or app is deficient or a deficiency in the system resulted in the trend. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.